Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that 5 bd insyte¿ autoguard¿ IV catheter had needle through catheter while introducing catheter. The following information was provided by the initial reporter: this is a report about a suspected damage on the catheter. According to the customer's report, the tip of the catheter seemed to have a damage. This customer has experienced the same issue occurring in several iagbcs, and one was returned. H6: investigation summary bd received a used 22 gauge insyte autoguard blood control pro unit from lot 2284604 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the catheter tip was flattened. Next, the unit was inspected under a microscope and the engineer noticed a v-shaped tear near the catheter tip indicative of the needle piercing through the catheter tubing. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer was unable to determine a definitive root cause for the observed damage. H3 other text : see h10.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ IV catheter had needle through catheter while introducing catheter. The following information was provided by the initial reporter: this is a report about a suspected damage on the catheter. According to the customer's report, the tip of the catheter seemed to have a damage. This customer has experienced the same issue occurring in several iagbcs, and one was returned.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ IV catheter was damaged. The following information was provided by the initial reporter: this is a report about a suspected damage on the catheter. According to the customer's report, the tip of the catheter seemed to have a damage. This customer has experienced the same issue occuring in several iagbcs, and one was returned.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.